Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that during a medial epicondyle reduction procedure, a solid screw fractured during placement. The fractured portion of the screw remains in the patient's bone. The surgeon was able to place another screw and achieve good fixation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: (B)(4). Reported event was confirmed through review of the provided radiographs. No DHR review could be performed as the lot number was not provided. Risk management file review was deemed appropriate. Root cause was unable to be determined.